Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
The customer reported that during a biometry exam, the ultrasound probe was leaking and providing incorrect measurements. The exam was completed using the same equipment and accessory. There was no harm to the pt. Additional info has been requested.